Manufacturer narrative:
(B)(4). Anvil. The analysis results found that one ec60 device was returned with the anvil bent upwards and without a cartridge reload present. After further analysis, a tight fit was noted on the most distal end of the device through the cannula gage due to the bent anvil. The damage to the anvil is consistent with the device being clamped over an excess of tissue causing the anvil to bend upwards. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are test fired during manufacturing to ensure the device meets the require specifications prior to shipments, (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon used the device. The surgeon started with a green reload; on the second fire with a gold reload the surgeon remarks that it is hard to put the endocutter through the trocar. The surgeon located the stapler on the stomach and fired. The device cut but did not staple. The staples came out but did not become b shaped. The stomach started to leak. The surgeon took the stapler out of the abdominal cavity and sewed the stomach. He fixed the leak and continued to operation with a new device. No adverse patient consequence reported.